Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that during the night the patient's had a seizure due to the pdm boluses a total of 30 units of insulin at 23:00 for a week now. This caused her blood glucose level to go from 11 mmol/l (198 mg/dl) to 3.5 mmol/l (63 mg/dl). They called for an ambulance but about 30 minutes later they canceled the visit and spoke with a nurse on the phone who advised them to give a manual injection of glucose. The next day they went to the diabetic nurse. No further information provided. Attempts were made to contact the patient to provide additional information. Messages were left, but she did not return the calls.